Event description:
A report was received that the patient will undergo an explant due to unknown reason.

Event description:
A report was received that the patient will undergo an explant due to unknown reason.

Manufacturer narrative:
Additional information was received that the patient did not undergo several revisions but had an implant for a second ipg. No further information can be obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that the patient will undergo an explant due to unknown reason.

Manufacturer narrative:
Additional information was received that the device was not working for coverage after several revisions.